Event description:
It was reported that the user experienced frequent rapid blood glucose drops with a reported value of 55 mg/dl and recurrent hypoglycemia after recent pump setting adjustments while using the system, with patterns consistent with rapid up-and-down glucose changes attributed to frequent pausing of insulin delivery, lack of meal announcements, and overtreatment of lows with sugary soda. The event was handled as a use-of-device problem, and no specific device component was identified. Symptoms included hypoglycemia with hot flashes/flushes and confusion/disorientation. Outcomes included an unexpected medical intervention where oral carbohydrates were required; there was no serious injury, illness, or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and characterized the issue as a use-of-device problem without an identified component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.